Manufacturer narrative:
Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. Sn:(B)(4) contra-angle handpiece sn (B)(4) (2014) (head drive worn) defective, replaced with sn (B)(4) (2018). Contra-angle handpiece sn (B)(4) (2014), contra-angle handpiece (B)(4) (2017), motor sn (B)(4), motor cable after a detailed check no error could be found. Charger, foot control and measuring cable set were not included. Housing cracked in several places (presumably due to a fall), but has no effect on the function. Function test and test measurements without errors. Torque test performed with contra-angle handpiece sn (B)(4) (2014), sn(B)(4) (2017) passed. Torque test could not be performed with contra-angle handpiece sn(B)(4) (2014) because it is defective.

Event description:
In this event it was reported that a contra angle 6:1 for vdw.gold/silverwas involved in several instrument breakages; according to customer "I am sending you 3 contra angle from the gr13493. The contra-angle should be checked together with the device, as instrument breakage had occurred several times" ; outcome of patient injury is pending.